Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an extended charge time, but did not declare elective replacement indicator. A save to disc was obtained and returned for analysis. To date, there have been no reported patient symptoms associated with this clinical observation.